Event description:
It was reported that, during a routine follow-up appointment, it was noted that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the penis area. An emergency removal procedure was carried out, the existing cylinders and pump were removed, the reservoir remains implanted, and was tied off. A tactra malleable prosthesis was implanted. No additional patient complications were reported.